Manufacturer narrative:
No evaluation possible at this time. The implants have not been removed from the patient nor has the identifying lot number(s) been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Post op x-rays taken (B)(6) 2019 found multiple set screws have begun to back out of position.